Manufacturer narrative:
(B)(4).

Event description:
The customer reported a clear fluid leak of approximately 20 ml from underneath a coulter act 5diff cap pierce (cp). The identity of the fluid is unknown and the leak was not contained within the instrument. The customer was wearing personal protective equipment consisting of a lab coat and gloves and no exposure or injury was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. Beckman coulter field service engineer (fse) found a corroded and pitted reagent syringe drive assembly which caused the leak. The fse replaced the reagent syringe drive assembly and the reagent syringe and the leak was resolved. Repair was verified per established procedures and results met published specifications.